Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer's blood glucose was 402 mg/dl. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual correction injection and insulin delivery was resumed.